Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure to treat a bifurcation at the median circumflex artery and 1st marginal artery with moderate calcification, a 2.25x8 rx xience prime stent delivery system was advanced via direct stenting. During stent deployment at the target lesion the stent balloon was inflated one time at 10 atmospheres; however, the balloon deflated. Reportedly, contrast was leaking at the proximal hub. A non-abbott non-compliant balloon was used to successfully appose the stent to the vessel wall in the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported hub leak was not confirmed; however, shaft tear/leak was noted. Partial apposition of the stent implant could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - no pre-dilatation. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.